Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 156 mg/dl. The customer reported that the frequently no or intermittent response by button press (ok button) during normal use and buttons were still unresponsive. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.